Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic with a suspected infection. The physician elected to explant the entire system which are implantable cardioverter defibrillator (ICD) and right ventricular (rv) on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received indicated that the implantable cardioverter defibrillator (ICD) was eroded. The physician does not believe infection was procedure related.